Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl and were treated with orange juice, turmeric, and chocolate milk. The customer¿s other blood glucose was 105 mg/dl. The customer received a sensor updating alert. The customer would like to continue troubleshooting. The customer received a calibration not accepted alert. The customer experienced the behavior for more than 3 hours. The device will be returned for analysis.